Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of a large volume infusor was damaged (not further specified). This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 10, 2019 - august 14, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that white drug residue was observed at the distal end of the luer and the blue winged luer cap. It was also noted during visual inspection that drips of drug fluid was also observed coming out at the distal luer when the blue winged luer cap was removed. White hazing stress marks and cracks were located on the fillport. The white hazing stress marks and crack may have likely been caused during the filling step when excess manual force was applied onto the fillport. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.